Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device passed displacement test, sleep current measurement and active current measurement and self test. No unexpected battery power loss anomalies or blank display anomalies noted during testing. Noted during testing or in the device trace download. Tested with a test p-cap and the test p-cap locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer stated that the display was not blank less than 30 seconds and did not return and display was blank currently. Customer also reported that the insulin pump had insert battery alarm and did not display on the insulin pump screen. Troubleshooting was declined for blank display. Customer stated that cap screw down was broken into the insulin pump. The insulin pump will be returned for analysis.